Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient complaints about his external processor was unintelligible and his device seemed to have "slipped". Patient tried both of his external processors and the opus gives him little or no sound at all. The rondo will not stay in place.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Device investigations did not reveal any device defect or problem. The device is operating within the specified limits. Based on the received information and in-situ measurements, it must be assumed that the problems were caused due to an air bubble over the reference electrode that caused a suboptimal electrical contact of the reference electrode to the connective tissue. This is a final report.

Event description:
The patient complaints about his external processor was unintelligible and his device seemed to have "slipped". Patient tried both of his external processors and the opus gives him little or no sound at all. The rondo will not stay in place. The patient was re-implanted on (B)(6) 2017. In situ measurements show a functional device and patient is hearing fine.